Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with silkam suture. The client reported that the suture broke easily when the doctor tied it. No further information has been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured (B)(4) units of this code batch. There were (B)(4) units in stock in b. Braun surgical's warehouse, (B)(4) units have been requested for analysis. We have received (b(B)(4) open and empty samples. No analysis can be done to these samples. We have tested the knot pull tensile strength of the samples received from stock and the results fulfill the requirements of the european pharmacopoeia (ep): 2.20 kgf in average and 2.02 kgf in minimum (ep requirements: 1.53 kgf in average and 0.92 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received from stock fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.